Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a driver used in posterior spinal fusion and revision of existing hardware and extension of existing fusion between t11 and l3. Pre-operative diagnosis: pjk, levels implanted: existing construct at t7-t11, existing construct l4-s1, instrumentation placed in between t12-l3 it was reported that while tightening a set screw on a domino connecting the new and existing rod, the tip of the driver broke off. It was lodged into the set screw of the domino and left at the time. It was not believed to be removed throughout the rest of the procedure. To date there have been no reported issues with the patient. There was no evidence that it had become dislodged intraoperatively and was floating loose in the wound upon exams with x-ray. At this time it is believed to be lodged inside the set screw of the domino. No patient symptoms were reported. Patient medical history: patient underwent a revision surgery for pjk. There was existing instrumentation in the patient. No further complications were reported/anticipated.

Manufacturer narrative:
H3. Product analysis visual and optical examination identified it appears that part of the driver's tip has been sheared off and the rest of the tip is twisted. The metal deformation gives indication that the failure was the result of torsional overload. The driver appears to have been heat treated correctly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.